Event description:
It was reported, that patient's left arm was swollen and it was hurting. Vessel occlusion was suspected. Patient's implantable cardioverter defibrillator (ICD), right ventricular (rv)lead, left ventricular (lv) lead and atrial lead was explanted. The patient was stable.

Manufacturer narrative:
The lead was returned due to patient's left arm was swollen and suspected vessel occultation. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were found.